Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that back flow from the fill port of a small volume infusor was observed after filling with saline and 5fu. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: december 10, 2016 ¿ december 12, 2016. One actual infusor unit was received for evaluation. The unit was returned containing approximately 100 ml of solution in the bladder. Visual inspection on the unit showed no evidence of leak or backflow at the fillport after the fillport cap was removed. A functional leak test was performed by manually filling the bladder with green colored water. During and after fill, no evidence of leak or backflow was observed at the fillport. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.